Manufacturer narrative:
Complete information for section e1 - phone number: (B)(6). All available patient information was included. Additional patient details are not available. The field service representative (fsr) inspected the module and performed multiple troubleshooting procedures including replacement of the leaking 100ul buffer pump (rohs), which resolved the issue. Return testing was not completed as returns were not available. The instrument service history review revealed no additional service tickets associated with discrepant/erratic patient results on the (B)(6) . There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the alinity I processing module did not identify any trends associated with the complaint issue. A review of tracking and trending for the 100ul buffer pump (rohs) did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity I processing module, serial number (B)(6) or the 100ul buffer pump (rohs) was identified.

Event description:
The customer observed a false reactive alinity I hiv ag/ab combo for one patient that was not reported out of the laboratory. The following results were provided (reference range < 1.00 nonreactive, = 1.00 reactive): on (B)(6) 2024, sid (B)(6) , initial result= 1.64 s/co; repeat on same analyzer= 0.11 s/o and 2.50 s/co; repeat on other analyzer= 0.13 s/co and 0.07 s/co. No verification with a supplemental method was performed. There was no impact to patient management reported.